Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was asked to monitor insulin pump. The customer states that he would feel better if we would replace the insulin pump. The customer was advised that we are sending replacement insulin pump. The customer was advised to call if lost sensor continue so we can troubleshoot.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was programmed with a miniink and the glucose sensor simulator, the sensor feature working properly. No lost sensor alarms were noted. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.